Event description:
A customer reported to baxter (B)(4) that the liquid can not be stopped even if closing the clamp. There was patient involvement but no patient injury or medical intervention was reported

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint for leak is confirmed during evaluation of the returned sample it was observed that both of the occluder feet were broken. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The assignable cause was undetermined.